Event description:
Customer stated that tubing is leaking where tubing connects to filter. There is no patient injury reported. Customer is unable to provide any additional information on this incident.

Manufacturer narrative:
One used administration set without verifying lot number was returned to moog in salt lake city for evaluation. The administration set was run with a curlin pump serial number (B)(4) and the leakage was found at the joint of tubing and the filter.